Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5 cm thoracic aortic aneurysm approximately 16 months ago. It was reported that a CT was done during a routine follow-up approximately two months ago and revealed a distal type I endoleak. One month later the patient was scheduled for intervention. The endoleak was due to dilatation of the distal descending thoracic aorta which had enlarged by 1.5 cm to 21 mm in diameter distally. There is a 3.5 - 4 cm between the end of the graft and the celiac artery. The remaining area part of the aorta measures 25 mm in diameter. A 32 x 28 x 113 thoracic stent graft was implanted and successfully resolved the distal type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related, dilated distal thoracic aorta), device failure/lack of effectiveness related to patient condition (anatomy related, dilated distal thoracic aorta).